Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the silastic ring in the working port (epigastric) 511sd trocar dislodged and fell into the pt's abdomen. The ring was retrieved without incident. The procedure was finished with the original trocar. There was no consequence to the pt.